Event description:
The patient reported that they had to go in a day after their refill last tuesday because they had to have something done with the pump. This was because it was way off, and their healthcare provider had to reprogram it again. The pump contained prialt, dilaudid, and an unknown numbing medication. The patient¿s outcome was requested in addition to the type of programming error that was performed.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).